Event description:
Related manufacturer report number: 2916596-2020-0653.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files submitted by the account confirmed low speed, low flow, and pump stop events. Based on historical experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the low speed and pump stop events that occurred while the patient was supported by the mobile power unit (mpu) could be indicative of driveline damage. The submitted log files, which contained data from (B)(6) 2020 to (B)(6) 2020, captured pump stops on (B)(6) 2020 that were associated with low speed and low flow alarms, as well as power fluctuations. Although a specific cause for these findings could not conclusively be determined through this evaluation, they appeared consistent with a potential driveline issue. The remaining log file data was unremarkable, and the system appeared to function as intended following these events. On (B)(6) 2020, it was reported that no additional alarms had occurred since the patient was switched to a power module (with a grounded patient cable). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook document is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows, pump stops, and low speeds. The patient was asymptomatic and denied hearing any alarms. This type of behavior was linked to driveline damage and occurred while on mobile power unit. The driveline x-rays were observed to be unremarkable as no visible fracture was seen. The patient has not had any alarms since (B)(6) 2020.